Manufacturer narrative:
The returned device was evaluated and a tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on the pcba. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.8 mmol/l (320.4 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with pen correction.